Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the system fault 223 and failed internal self-test were due to a defective pneumatic block. The pneumatic block was replaced to address these issues. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 223) was observed on an astral device indicating a positive end expiratory pressure (peep) blower failure. The astral device was unable to pass its internal self-test after the system fault was observed. There was no patient injury reported as a result of this incident.